Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit failure occurred when using sensor balloon. Unit was replaced with another cs300, the sensor failure no longer occurred. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp). The fse was not able to reproduce the reported issue. There are no problems with the module test values and the equipment is in good condition. The unit was returned to the customer for use.